Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with a concentration of 500 mcg/ml at a dose of 50 mcg/day. It was reported the representative mentioned the hcp filled the pump 1 week ago for the first time with medication post-implant, and she initially thought that there could have been a pocket fill because they did not get back as much as they expected and had met some resistance. Also, because when they pulled the needle out during that initial refill, there were drips of fluid. The representative stated a week had passed, and the patient did not have any symptoms. It was reported the actual reservoir volume (6 ml) was less than the expected reservoir volume (19 ml). The representative stated that the physician wanted to see how much medication was in the reservoir, and they were able to get the 6 ml out, but air kept running down the tube, and the physician kept aspirating for about 15 minutes. The representative stated that patient was starting to get uncomfortable, so the physician decided to program the pump to minimum rate mode, give the patient oral medication, and bring them back next week to fill the pump with new drug. The patient was experiencing ¿no therapeutic benefit at all¿. The representative stated the patient was more rigid than ever. Additional information received from the manufacturer representative on (B)(6) 2017 reported the initial report was given on (B)(6) 2017 by the physician. The physician requested a representative at the pump refill of the patient. The physician did not believe that she performed a pocket fill at the initial pump fill performed on (B)(6) 2016. The patient did not exhibit any symptoms of overdose. The hcp attempted to withdraw all the drug from the reservoir to ensure the pump contained the amount of drug expected due to her symptoms. At that time, the hcp was able to withdraw 6 cc of drug, and it was observed that a significant amount of air was being removed from the tubing. The patient was becoming uncomfortable, so the hcp was to bring the patient back to withdraw the remainder of the drug in the reservoir and do a complete refill with new drug. After speaking with tech services, it was believed that the pump was indeed filled with a certain amount of air ¿give the pump will hold a total of 23 cc of fluid or air¿.